Event description:
The customer obtained a non-reproducible, higher than expected, vitros trop I es result (0.071 vs. Expected result < 0.034 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer tests the trop I es samples in duplicates and the affected result was identified prior to reporting. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros trop I es result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. An ocd field engineer performed service actions to multiple subsystems of the analyzer and returned it to expected operation. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is analyzer related. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that a reagent related issue contributed to the event.